Event description:
It was reported that the implantable cardiac defibrillator (ICD) malfunctioned during implant. The ICD's setscrew was stripped and the "wrench will not engage". Another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
There were no anomalies found upon analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. There was a set screw in the connector bore. Evaluation summary (B)(4) no anomalies found